Event description:
The customer reported that the system had an intermittent loss of cine capability. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine bridge printed circuit board, reformatted the cine and the feature was still not functional. The representative ordered the software upgrade and the cine upgrade. No further repair info is available.